Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts to obtain additional information have been made. No new information has been received to-date.

Event description:
Medtronic received information that immediately following implant of this annuloplasty band, it was explanted and replaced. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that immediately following implant of this annuloplasty band, it was explanted and replaced due to too much leaflet coaptation, leading to systolic anterior motion (sam). The physician felt that initially, there was too much posterior leaflet tucked under the valve, which may have caused the issue with coaptation. No further adverse patient effects were reported. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported information, this occurrence has been attributed to patient anatomy. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Device manufacturing date added .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.